Event description:
The customer reported that the unit would intermittently show a red x and in testing the battery, it would sometimes fail to power up.

Manufacturer narrative:
(B)(4). The customer reported that the unit would intermittently show a red x and in testing the battery, it would sometimes fail to power up. On (B)(6) 2011, a philips investigator spoke with the customer who reported that the battery was a rev c battery which is more than 5 years old. The customer replaced the battery which resolved the failure. The customer was informed that the batteries should be replaced every 2 years.